Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. This issue caused their blood glucose levels to reach 560 mg/dl. They stated that a nurse recommended to do manual injections of insulin to lower their blood glucose levels. The pod was replaced and they administered manual injections.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device only completed first prime before it was deactivated. No timeouts or drive stalls were observed in the device data. Investigation of the drive mechanism did not find any damages or abnormalities that could cause the device to not deploy the cannula. Therefore, the device was not able to deploy the cannula as the device was deactivated at the end of first prime, preventing the cannula from ever deploying.